Event description:
Arterial line set up was noted to "free" drip, new arterial line needed to be set up. Defect noted by m.d. When observed arm getting "white", right radial. Arm warm and pink post op in pacu.